Event description:
A 5 mm diameter x 17 mm length bridge x 3 biliary stent system was inserted into a pt for the endovascular treatment of a 90% stenosed and severely calcified left renal artery lesion in 2004. The pt has a history of uncontrolled hypertension. The lesion was not pre-dilated. It was reported that after the stent was positioned at the intended location the physician decided to remove the sheath, guide catheter and the device all at once. The stent was found to have dislodged from the balloon onto the renal artery. The stent was snared to the level of the femoral artery; however, the snare device broke and the pt was sent to surgery. The stent was found to be located close to the surface of the skin and was easily removed. A racer stent was used to successfully complete the case. No sequelae were reported and the pt is reported to be fine. The device was discarded. The user facility reported this event in march 2004 under (uf #0000000000-2004-0001.